Manufacturer narrative:
Internal components were evaluated, and the rotor bearings were found to be gritty and hard to move, which can result in heat being generated.

Event description:
It was reported that the micro sagittal saw heated up during a procedure. There were no pt or user injuries, and there were no adverse consequences.